Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s backup controller suddenly alarming without being attached to power was confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 9 days (20feb2022, 12may2022, 24may2022, 31dec2022, 11jun2023, 15jun2023, 09oct2023, 12oct2023, 01jan2000 per timestamp). Events occurring on 01jan2000 were recorded as default dates during testing at abbott and is consistent with the provided information of the backup battery being removed from the controller. The controller was not connected to the patient¿s pump throughout the log file. On 12oct2023 at 09:41:41 the system controller switched from charge mode to run mode and alarmed for no external power, driveline disconnect, lvad off and low flow alarms. A driveline did not appear to have been inserted into the controller prior to this event, which is controller with the reported event. There were no other notable alarms active in the log file. The controller was functionally tested and passed all testing. The controller was able to operate a mock loop for extended duration without any issues or alarms activating. The controller was opened, and further investigation revealed fluid ingress on the driveline connector (j2) of the main printed circuit board (pcb). Pin 7 and pin 8, of j2, were found to have been electrically compromised due to the fluid ingress. These pins are responsible for the detection of the modular cable being inserted into the bulkhead assembly of the controller. The root cause of the backup controller suddenly alarming was determined to be due to fluid ingress within the controller; however, a root cause for the fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hsc-103505) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's backup controller started to alarm suddenly without being attached to a power source. The last time the controller was charged was 3 days prior to the event. Log files showed a controller reset on (B)(6) 2023 at 0941 where the controller changed from charge mode to run mode. Silencing the controller was not possible until the emergency backup battery (ebb) was removed. The controller was replaced by a new backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.